Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: south korea. It was reported that when the user unpacked the histoacryl, they were solidified and leaked with bended tip. All med watch submissions related to this report are: 3003639970-2018-00410, 3003639970-2018-00411, 3003639970-2018-00412.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units the market. There are no units in stock in b. Braun surgical warehouse. We have received an open pouch with one ampoule without tip and without glue (empty). The filling machine and packaging them into the pouches was designed to detect every pouch and non conforming ampoule. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. We assume a failure or malfunction in the filling machine that lead the involved unit to be placed inside the pouch and released into the market. As there are no other complaints received for this code batch, we assume that this is an isolated unit that was not correctly discarded. Final conclusion: taking into account that the results of the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.